Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose because he was unable to get the battery cap on the insulin pump. The customer¿s blood glucose level was 500 mg/dl. The customer treated high blood glucose with manual injection. The customer received no delivery alarm on his insulin pump. The insulin pump will be returned for analysis.